Manufacturer narrative:
The date of event was approximated as it was reported that the event occurred during the first week of (B)(6). An exact event date was not provided. (B)(4).

Event description:
A health care professional reported that the patient experienced a myocardial infarction during the first week of may, was hospitalized for 4 days and later recovered. It is unknown if the event is related to the pump or to the drug therapy. It was reported that the patient consistently reports an increase in pain during appointments, and the pump therapy medication dosage was increased on (B)(6)2017.